Manufacturer narrative:
Additional manufacturer narrative: the subject device has been received for evaluation. Analysis of the valve is currently in progress; a supplemental report will be submitted once the evaluation is completed.

Event description:
Edwards received information that this valve was explanted after an implant duration of seven (7) months and 18 days due to severe mitral regurgitation. Per the patient's consultation approximately one (1) month prior to the procedure, the patient has been experiencing worsening symptoms of shortness of breath. No other details are available at this time.

Manufacturer narrative:
Evaluation summary: the report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. Minimal host tissue overgrowth was observed on the valve. Suture track indentation was observed on two leaflets, indicating that there was suture looping. Two leaflets were wavy at the free margin and one of those leaflets had a crease identified. The wireform was exposed multiple areas. Additional manufacturer narrative: the root cause of this event could not be conclusively determined with the available information. Findings on the valve suggest that there was possible suture looping, which may have caused the reported regurgitation. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether identified intra-operatively or post-operatively, cases of suture loop will typically require reoperation. The device instructions for use (IFU) provide directions on how to avoid suture looping. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances. Moreover, further analysis of the returned valve is being performed. If any new information is learned, a supplemental report will be submitted. No corrective action is applicable to this event; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: additional examination of the valve found that lateral tissue creases/folding presented on leaflets 1 and 3 (l1 and l3), which appeared to be originated near commissure 1 (c1). The creased leaflets adjacent to c1 was covered by host fibrous (pannus) tissue. Typical suture looping mark was evident after the host tissue was carefully removed. Mild to moderate host (pannus) tissue growth was observed on the outflow side and was unremarkable on the inflow side of the device. No appreciable tissue calcification was depicted by x-ray imaging. The leaflet creases/folding was caused by the suture looping during the initial implant, which apparent resulted in the decreased leaflet mobility and the subsequent severe mitral regurgitation. The reported mitral regurgitation appeared to be procedure related. Suture looping could happen to this type of mitral bioprosthetic heart valve when the valve holder is removed prior to the completion of suture knotting or improper use of the holder. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts.

Event description:
There were no complications reported.